Event description:
It was reported that ballon separation occurred. An emerge balloon was used for a peripheral vascular procedure. The distal end of the balloon was detached, remains in vessel and it was trapped by a stent. No patient complication reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.